Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawers 2.1 and 2.2 had failed and were not detected on the bus. The field service engineer (fse) powered off the pyxis unit, replaced the t-board and both module boards, reseated the cables, and powered the system back on. Afterward, the fse ran the hardware test application, which completed successfully. The customer tested the unit, and it worked perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 failed to open and shown error message as not detected on bus. The customer attempted to recover and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.